Event description:
I wear the dexcom g7 the problem is that 1 of every 3 sensors fall off I use the over patch that they give you as well as another over patch and an arm band over it. I live in (B)(6) and it is always hot when I do anything outside, I sweat and the sensor gets loose and falls off many. Someone needs to look into this it seems to be happening to many others.